Manufacturer narrative:
The device was returned to the resmed service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. During evaluation, it was also observed that the battery was depleted. To address these issues, the pneumatic block and the battery were replaced. The device was cleaned, serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.